Event description:
It was reported, partial rupture of the catheter approximately 8-9 cm from the exit site. The problem was verified during physiological infusion. There were no consequences for the patient, other than the need for reimplantation. 12/5/2024 additional information was received for this event as part of a focus survey. The following additional detail was provided: it was reported the PICC was inserted (B)(6) 2024 and removed (B)(6) 2024. Total length of the catheter was 36 cm, inserted in the brachial, exit site marking 5cm, secured with a secureacath. Markings were facing up, dressed straight along the patient's arm, and used for oncology treatment. PICC breakage was inside the patient, between 8-9cm and patient reported to have experienced extravasation 40 days after placement while in the hospital. Site cleaned during dressing changes with chlorhexidine solution poured from a bottle

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter rupture was confirmed. The product returned for evaluation was one 4 fr sl powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 8 cm and 9 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Additionally, compression style damage was observed between the 2 cm and 5 cm depth markers. A review of the customer provided event information indicated that a securacath device was used as a PICC securement technique. However, the use of a securacath could not be correlated to the compression damage nor the observed catheter split. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, partial rupture of the catheter approximately 8-9 cm from the exit site. The problem was verified during physiological infusion. There were no consequences for the patient, other than the need for reimplantation.